Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as patient made an unspecified mistake and the patient did not follow the six steps of handwashing. The patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1g, start dose, ongoing, route and frequency were not reported) and meropenem injection (1g, once a day, ongoing, route was not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.